Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU, rev. G is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was not provided if the right heart failure existed prior to the left ventricular assist device (lvad) implant. No device related issue caused or contributed to the right heart failure. The patient had experienced typical clinical right ventricular failure symptoms.

Manufacturer narrative:
B5: narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular failure. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.